Event description:
It was reported that a vns patient received a high impedance warning during system diagnostics. The reporter indicated that diagnostics performed confirmed proper device function and that no events of trauma or patient manipulation were reported. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.